Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of evaluation of omsc, it was confirmed that the probe broke down at 15.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that a probe of a device was cracked since a user output the device contacting with something hard and the probe was broken when the probe received a load. There is a possibility that the error occurred since a user output the device contacting with something hard. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during an uncertain procedure. Probe damage error occurred. The user performed probe check mode and it was cleared. The user continued to use the device. But the probe was broken and fell off inside the patient when the user output the device. The fragment of the probe was retrieved from the patient. The procedure was completed with another thunderbeat device. There was no patient injury reported.